Event description:
The distributor reported on behalf of the customer that in 2006, when opening the product, ID #nl950-p, lot #wo50716 they found the catheter stuck to the packaging. No pt contact, no pt injury reported.

Manufacturer narrative:
Product has been rec'd for evaluation and an investigation has been initiated.